Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was delivering a bolus and the numbers started to scroll uncontrollably on the screen. Customer's blood glucose was 12 mmol/l. Customer replaced the battery but now they cannot clear the battery out limit alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No ramping numbers noted on the display. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.